Event description:
Additional information received: the patients temperature spiked to 101.9 during the hospital stay. Wbc was 25,000. Temperature was normal at discharge.

Event description:
A valiant stent graft system was implanted in a patient for the emergent endovascular treatment of a thoracic aortic aneurysm. It was reported that the patient remained in the hospital post implant with what the physician believes is post implantation syndrome with elevated wbc and other labs. The patient was give aspirin. The device did not cover any arteries. There was no pre-existing thrombus or plaque. The patient received general anesthesia. There was no pre-operative fever. The physician suspected infection, and the culture came back negative. There was no blood products used. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4).